Manufacturer narrative:
Item# 51-104130 lot# 6679723 was returned and evaluated. Upon visual inspection the device shows some scuffing on the porous coat. The height of the device was checked and was found within the conformance to the print. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause to why the implant was sitting proud in the canal cannot be determined, however, the returned product was measured and found to be conforming. Note in the taperloc complete surgical technique its indicated on page 5 that the stem is designed to achieve a tight press-fit in the femoral canal and thus should sit flush or slightly proud relative to the broach. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right hip procedure the surgeon broached beyond the top of the broach. When inserting the stem, the device stayed proud. Surgeon removed the stem and reinserted with the same result. The surgery was completed successfully with a different steam. A 25-minute delay was noted. Attempts have been made and additional information on the reported event is unavailable at this time.